Manufacturer narrative:
The device associated with this report was returned for investigation. Testing was performed and no failures were noted.

Event description:
The patient reported that their blood pressure monitor was providing readings with a variance when compared to their physician's manual cuff and a secondary electronic blood pressure monitor.